Event description:
It was reported that during an implant attempt, the atrial lead was difficult to advance down the superior vena cava [svc] due to patient anatomy. When lead was removed to attempt in a new location, it was noticed that the helix had involuntarily extended. Upon testing of the lead, the helix would not extend after multiple turns. A different atrial lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found.